Manufacturer narrative:
Device labeling: precautions: ¿failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported a syringe of juvéderm voluma® xc ¿exploded¿ one after another and filler ¿spilled out.¿ patient contact occurred. No injuries were reported. The packaged needle was used. This is the same event and the same patient reported under MDR ID #3005113652-2018-01666 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma® xc., also a device manufactured by allergan.